Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), an alert indicating an open circuit condition was detected during defibrillation threshold (dft) testing. The episode had recorded a shock impedance measurement of 36 ohms. Shock lead impedance measurements were taken and were now above 125 ohms. Boston scientific technical services (ts) was contacted and discussed checking the connections to ensure proper lead insertion and contact. The device was removed from the pocket and all connections were noted to be properly secured both by visual inspection and when traction was applied to the lead. The device was placed back in the pocket and the shock impedance measurements were in normal range. No adverse patient effects were reported. The crt-d was successfully implanted.